Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the seal of the returned unit did not have a shield. The dislodged shield was not returned for evaluation. Engineering visually inspected the device and found no damage to the exterior of the device. The device was then dissembled no damage to the components was found. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The root cause of the incident could not be confirmed as the shield was not returned for evaluation; however, the shield dislodgement was most likely a caused by the insertion of an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Colon resection - "transparent inner protection in the valve fell off into the abdominal cavity. They saw the item by and removed it. He cannot tell why it happened and when during the procedure it happened. They are not sure which port on the patient. After surgery the suspect one of the working ports, not the standard scope port. It may be a instrument causing the incident. Hospital will follow up with internally." Patient status - "ok."